Event description:
It was reported to medtronic minimed that the customer experienced packaging anomaly and sterility anomaly. The customer reported no adverse event. The event involved product(s) mmt-7020la. Troubleshooting was performed. The customer reported a packaging issue. Packaging reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-7020la was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of three new/unopened/ sensors and performed insertion test to one random sensor and using a new lab click enlite-serter, the serter is charged against the pedestal and the insertion is carried out into an artificial torso, pressing the release buttons; the 1-click enlite serter went through the insertion test, the serter release/insert needle properly. Per dop114-811doc: appendix b. Also inspected insertion needle for burrs/hooks and dull needle tip defects, and none were found. Introducer needle passed per specifications. Found sensor as a whole. In summary, the customer complaint of sensor anomaly could not be confirmed. Insertion needle passed per specification. No broken or missing sensor flex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.